Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high and low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was treated for low blood glucose with juice and food. The customer declined to troubleshoot for high/low blood glucose.